Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the pump's alarm volume was too low. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.